Event description:
It was reported that the device was not recognizing the cassette. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that device does not recognize cassette. Primary reportable complaint was confirmed with disposable test. Customer requested device be returned without repair. Updated software.